Event description:
It was stated that the cuff was not inflating. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. No product was returned for investigation. Therefore, we are unable to confirm the reported complaint. If we receive the device, we will reopen the investigation and send a supplemental report. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.